Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were not detected on the bus. A field service engineer logged into the hardware test application and confirmed the row was not visible and checked the led status on the row board. Removed the back panel and powered down the station after inspecting the leds and powered down, removed the cubies to access the row board guides, reseated the row board, reassembled the drawer, reinstalled the cubies, and powered up the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the cubie pockets were not detected on the communication bus. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported due to this event.